Event description:
Reporter states that in a meter to lab comparison, 'fasting', 140 and 240 mg/dl respectively, the difference was 42%--one hundred points--1.5 to 2 hrs apart. Reporter never cleaned meter but product handling and technique was adequate.